Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap did not have enough iodine on the sponge. The patient used another minicap for their therapy to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.